Manufacturer narrative:
Per report, the blood pressure monitor is not working properly. It is supposed to allow the user to set the date and time and display numbers; however, it does not allow the setup. The reporter stated that no air pillows were present. No damage to the box was reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, the blood pressure monitor is not working properly. It is supposed to allow the user to set the date and time and display numbers; however, it does not allow the setup. The reporter stated that no air pillows were present. No damage to the box was reported.